Event description:
It was reported via voluntary medwatch that the patient presented with shocks that had failed to convert the rhythm on the right ventricular (rv) lead due to the rv lead placement location. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120565.